Event description:
It was reported that the patient underwent a posterior vaginal repair procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced vaginal discharge. On (B)(6) 2007, the patient underwent an excision of small area of mesh exposure. It was closed with healthy skin, no further problems. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.